Event description:
It was reported that, "the pt at time of surgery 2004, surgeon noted she had an abductor deficiency, causing surgeon to use a larger 32mm head. In 2012, the (B)(6) pt fell off of the toilet at home and dislocated hip. The pt was taken to surgery. Upon inspection, very little wear noted on liner. Existing shell was retained and trident e constrained liner was implanted with a plus 5 22mm head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR because hospital disposed of explants. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.